Manufacturer narrative:
(B)(4). The rep spoke to the surgeon and he could not remember the specific details around the additional questions. He could only confirm the clips were visibly acceptable prior to closing the patient and there was a leak (B)(6) post op. He performed an ercp and repaired the duct. The surgeon does not think the post operative leak was a result of the device nor the clips, but does not know why the leak occurred. In addition, support was offered to the sales rep and the surgeon and the surgeon did not feel it was necessary.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. A 3-5 days post op a leak was found. An ercp was performed on the patient. The device was discarded.